Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Healthcare professional reported, a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings striated assessed, as surgical damage. And delamination partial in the diaphragm valve assessed, as to adhesive failure. Additional observations: crease fold observed, in the device. White particles observed, in the device.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d4, e1, g1.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.